Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade iii capsular contracture and left-sided implant site hematoma. The patient experienced the left-sided hematoma two weeks after the implantation. About a year later in (B)(6) 2019, the patient experienced the bilateral capsular contracture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. After the skin is healed, approximately in three months, the patient is planning to undergo a revision surgery to have gel replacement devices implanted in. This report is for the left prosthesis.

Manufacturer narrative:
On 7-apr-2020, the investigation on the suspected medical device was completed investigation summary : during visual inspection of the device no apparent damage was observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).